Event description:
It was reported that in 2008, during a routine baclofen pump revision, the physician decided to move this pt's baclofen pump from his chest to his abdomen. When the pump was restarted, it did not provide the correct dose. The pt experienced convulsions and chest tightness when he got back home and an ambulance was called. The pt was given oral baclofen because it was thought that he received an underdose. This caused the pt to overdose. In the same month, the pt was hospitalized and treated with unspecified antibiotics. The pt reported that he almost died and when he woke up he was paralyzed from the neck down. Two weeks later, the pt was discharged from the hospital to a rehabilitation facility. The pt was discharged home from the rehabilitation facility two weeks later. The physician performed another revision of the pump. In 2008, the pt had recovered from the medication overdose, convulsions, chest tightness, and paralyzed from the neck down; however, was still paralyzed from the waist down. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available. See attached manufacturer's report #230558j08usa from teva pharmaceuticals.